Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The patient was treated with injection vancomycin (500mg, once daily, route and duration not reported) and injection reflin (500mg in each bag, frequency, route, and duration not reported) for peritonitis. It was unknown if the patient was hospitalized for the event. The outcome of the event is unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.